Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026 the patient experienced vomiting and would have experienced diabetic ketoacidosis. It was unknown if the diabetic ketoacidosis was diagnosed by an hcp. The patient went to the hospital and when a fingerstick was taken, the cgm reading was 280 mg/dl, and the blood glucose reading was 342 mg/dl. There was no information reported regarding treatment. The patient was discharged after spending less than 24 hours at the hospital. At an unknown moment during the event the cgm reading was 67 mg/dl, and the blood glucose reading was 103 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).